Event description:
On (B)(6) 2014, our (B)(4) affiliate was informed of a pt who experienced a corneal ulcer (cu) while wearing acuvue oasys contact lenses (cl). The wear and replacement schedules and lens care solution are unk. Medical records were received indicating the following: on (B)(6) 2014, pt presented to a local clinic c/o "eye pain from contacts." Eye exam using fluorescent tincture performed, pt diagnosed with corneal erosion, given a prescription for an epithelial ointment and instructed to return in 48 hrs. On (B)(6) 2014, pt presented to an urgent care ctr complaining of increased pain, swelling, and blurry vision to os. Re-examined using slit lamp and fluorescent tincture and os central corneal ulcer was observed. The pt was instructed to f/u on (B)(6) 2014 with an ophthalmologist, continue using prescribed eye ointment, and given a prescription for diclofenac eye wash q8hrs. On (B)(6) 2014, pt evaluated by ophthalmologist, the exam revealed corneal ulcer with clean borders, no infection noted. The pt was given a prescription for unk eye drops, instructed to keep eye covered for 48 hrs, and to f/u with a local physician in 48 hrs. On (B)(6) 2014, pt returned to local clinic where he/she was initially seen for a f/u appt. Os exam revealed clear cornea with epithelializing ulcer and superficial keratitis. The pt was instructed to use tobradex eye washes qid, tobradex ointment at hs, and to f/u with a primary care physician.

Manufacturer narrative:
The suspect has been requested but not received. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No add'l info is expected. MDR reportable event trends were reviewed quarterly in executive management review meetings. Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.